Event description:
Rn attempted to start a 16g b braun introcan safety catheter on the pt. She wasn't able to thread the catheter into the vein so she removed the cath. After removing, she observed that the catheter was frayed at the end.